Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the keypad buttons were not working after the device was exposed to moisture. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the keypad rubber was undamaged, but the pump failed a leak test due a bolus button leak. The pump powered on and displayed the verify screen normally. All of the keypad buttons responded properly to presses. No contamination or damage was found on the key¿s contacts. The pump¿s case was removed and moisture corrosion was found on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.